Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with the sensor. The customer sounded confused. Asked customer to check her glucose and she was 27mg/dl. The customer treated with orange juice while the parameters were called to assist her. Paramedics arrived to the scene and they were evaluating the customer. No further info was provided.